Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pup was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that she was receiving no delivery alarms on the insulin pump. She stated that after reconnecting the reservoir and infusion set, delivery would recommence for a couple of minutes, but the issue would persist. The customer stated she was using a new infusion set and reservoir. Her blood glucose was 422 mg/dl, which the customer declined to treat. During a 5.0 unit fixed prime, the customer was unsure if insulin exited. She repeated the process and insulin did not exit, nor did the insulin pump alarm. The customer pushed insulin through the tubing with a plunger and insulin did exit. The customer ran a manual prime and received a no delivery alarm. She was advised to revert to a back-up plan. Nothing further was reported.